Event description:
Reporting status: death. Reporting rationale: cardiac tamponade requiring a periocardiocentisis resulting in death. Device issue: none. It was reported that the procedure was to treat a heavily tortuous rca lesion. The procedure appeared to be successful after implanting another company's stent; however, the pt started having issues after taken recovery. It appears that a perforation had occurred while using the grandslam guide wire, but it went unnoticed. The pt experienced a cardiac tamponade, requiring a periocardiocentisis. The pt experienced a cardiac arrest and could not be revived. The pt expired. No additional event or pt info is available.

Manufacturer narrative:
.